Event description:
The customer contacted stryker to report that their device had unexpectedly lost power shortly after power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The cause of the reported issue was the connector between power pcb and contact pcb assembly. After reconnecting the connector between the assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.